Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced an event where infusion set needle break on (B)(6) 2025 which led to occlusion alarm. The infusion set was in use for two days. Blood glucose level at the time of event was high and patient treated it with insulin. No further information available.